Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient, the device's display blanked out and no clinical information could be seen. Additionally, the clinician stated that the device was unable to switch modes. Complainant did not indicate the there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction.